Event description:
It was reported the customer was hospitalized with diabetic ketoacidosis and high blood glucose, which was between 800 mg/dl and 900 mg/dl. The patient was released from the hospital after his blood glucose was brought down to 150 mg/dl. At the time of the report, the customer's blood glucose was 524 mg/dl, for which he was treated with manual injection. Troubleshooting was performed. The drive support cap of the insulin pump appeared normal. Insulin exited the tubing during a manual prime and no leaks were found. The programming was correct. One no delivery alarm was found in the history and there were no issues with bolus history. The high pressure test was performed and passed. Upon removal of the infusion set from the body, the cannula was bent and occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.